Event description:
Lead management case to remove leads due to a cied system infection. Both leads were prepped with an lld ez and the physician began extracting the 5092 rv lead using a 14fr glidelight however it was necessary to upsize to a 16fr glidelight. The rv lead was successfully extracted and the physician began extracting the ra lead. The procedure was done with a thoroscope because the 5524m ra lead was suspected to be extracardiac. After the ra lead was freed it was noted that the pericardium was expanding with blood and the blood pressure dropped approximately two minutes later. A sternotomy was performed were it was discovered that a hematoma had formed and tamponaded a tear in the innominate vessel along with a tear of the atrial appendage. Patient survived intervention and was discharged.